Manufacturer narrative:
Per the field service representative (fsr), while on site for other equipment maintenance, the roller pump was found in the biomedical engineer office with a note on it stating the issue. The fsr was unable to power on the roller pump to verify the reported complaint. During troubleshooting of the roller pump the fsr found that the cause of the power up failure and the reported complaint was a failed pod board. The fsr replaced the pod board and completed testing. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the roller pump locked up and the local screen would not work. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) installed the roller pump pod into a lab use only (luo) roller pump. Upon power up of the roller pump, the pst observed the screen to be black. The roller pump was disconnected from luo testing equipment and disassembled. The generic printed circuit (pc) board programmed with the application loader was removed from the roller pump and the pst installed a luo generic pc board. The roller pump powered up as intended. It was determined that the generic pc board was defective. Microscopic examination of the board showed no anomalies. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.